Event description:
It was found during a baxter eval that a pump has a constant "door jammed" alarm. There was no associated pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval experienced constant "door jammed" alarms during eval of (B)(4). The eval found the input/output printed circuit board to be out of specification. Review of the history log found 8 occurrence of "door jammed" alarms and the input/output printed circuit board were replaced.